Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the medtronic twitter feed that the customer was hospitalized. Her blood glucose was unknown at the time of reporting. She stated that the hospitalization was for high blood glucose and that her inserter needle was bent so she believed that she was not receiving insulin. No equipment is being returned. No additional information was reported.